Manufacturer narrative:
This report will be amended when our investigation is complete.

Event description:
It is reported that the patient underwent knee arthroplasty revision due to a bone cyst and autoimmune response triggered by the implant. Plastic debris was generated by the implant and funneled down into the screw holes of the baseplate and into the patient's tibia.

Manufacturer narrative:
Multiple MDR reports were filed for this event, please see associated reports: 1822565-2015-01566. Concomitant medical product(s): 620108811-durasulâ¿¢ congruent tibial insert use with baseplate size 1,2 size 1,2 left 11 mm height lot: 1632440; 620001101-n-k ii metal-backed patella, size 1 lot: 1596550-a; 621200020-cust nkii prim por fem sz 2, lt lot: 1638309; 430107050- cancellous bone screw 6.5mm x 50mm lot: unk. Complaint sample was evaluated and the reported event was confirmed. Visual evaluation indicate that bone cement was found on the superior surface of the tibial component, back side of the femoral component and the patellar component. Signs of wear (nicks and gouges) and discoloration were found on the inferior and superior sides of the articular surface and inferior side of the tibial and femoral components. Minor signs of wear is also noticed along the periphery of the patellar component. Dimensional analysis indicate that the tibial component and the articular surface are made to print wherever measured. Device history record was reviewed and no discrepancies were found. Review of op-notes determined that there was no mention of removing the excess cement during the initial procedure, unlike revision procedure. There is a possibility that the remains of bone cement might have caused the cyst, however a root cause was unable to be determined. There are warnings in the package insert that this type of event can occur and risks are addressed in risk documentation. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.